Manufacturer narrative:
(B)(4). The device was not available for evaluation. The assignable cause code was determined to be supply bag disconnected without falling as reported by the customer. However, the cause of the disconnect could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a home patient that experienced a leak of the homechoice cassette. The patient reported that a solution bag became disconnected from the supply line of the cassette which led to the leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the disconnection. The technical services representative assisted the patient to end therapy. The patient had completed therapy by using manual supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.